Event description:
It was reported that a minicap extended life pd transfer set leaked; further described as ¿continuous leakage¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a small leak through a closed twist clamp. The silicone tubing was not positioned correctly between the occlude feet. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing failed due to the small leak through the closed twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.